Manufacturer narrative:
The report of pocket pain could not be confirmed. (Sc-2316-50/634017) the complaint of high impedance was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Twelve cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables. (Sc-4316/17146840) the associated anchor exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing pocket pain and inadequate stimulation. High impedances were noted on several contacts of one splitter. The patient underwent pocket and lead revision wherein one lead, one splitter, and click anchor were replaced. Lead fracture was suspected at the splitter. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-1132, serial #: (B)(4). Description: precision spectra implantable pulse generator, model #: sc-4316, lot #: 17146840. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pocket pain and inadequate stimulation. High impedances were noted on several contacts of one splitter. The patient underwent pocket and lead revision wherein one lead, one splitter, and click anchor were replaced. Lead fracture was suspected at the splitter. The patient was reportedly doing well postoperatively.